Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the statlock had "poor" adhesive causing the PICC to fall off. It was stated this happened with two statlocks. This report addresses the second statlock.

Event description:
It was reported that the statlock had "poor" adhesive causing the PICC to fall off. It was stated this happened with two statlocks. This report addresses the second statlock.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached retainer is confirmed and was determined to be manufacturing related. Two PICC plus statlock devices with foam pads and fixed posts were returned for evaluation. An initial visual observation showed the retainer of both statlock devices was detached from its foam pad. Indentations were observed in the foam pads where the retainers should be, and a very small amount of damage and missing material was observed on the foam pads near these indentions. A microscopic observation revealed poor adhesive coverage on the bottom of the detached retainers, and little to no foam was observed to be stuck to the bottom of the retainers. The investigation has been forwarded to the manufacturing facility for further evaluation. A lot history review (lhr) of judxf061 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (judxf061) have been reported from the same facility in denmark.